Event description:
It was reported to boston scientific corporation that during a laparoscopic colpopexy with vaginal hysterectomy procedure using a capio standard suture capturing device, the capio device was "misfiring." It is unknown what specific malfunction with the capio device was causing it to misfire. The procedure was completed with another capio standard suture capturing device without any complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a laparoscopic colpopexy with vaginal hysterectomy procedure using a capio standard suture capturing device, the capio device was "misfiring." It is unknown what specific malfunction with the capio device was causing it to misfire. The procedure was completed with another capio standard suture capturing device without any complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Physical analysis of the returned capio device revealed that it was within specifications. A functional evaluation of the device showed that the capio cage caught the needle properly. The reported event could not be confirmed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.